Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Reportedly, customer lost consciousness and their spouse called the emts. Emts provided "sugar gel" to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.